Manufacturer narrative:
Product complaint: (B)(4). Evaluation summary: a patient reported that there was a crack on the cartridge holder thread ends of her humapen luxura device and she could not inject insulin. She experienced abnormal blood glucose levels. Investigation of the returned device (batch 1112b02, manufactured december 2011) found the cartridge holder needle thread end was broken with the presence on white crazing of the cartridge holder. This indicates exposure to an unknown chemical, not related to the manufacturing process, which can weaken the material. A functional assessment could not be performed. The user manual instructs, "do not use alcohol, hydrogen peroxide, bleach, cover in liquid or apply lubrication such as oil, as this could damage the pen." It further instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. Improper use and storage - there is evidence of improper use. The breakage on the device due to exposure to an unknown chemical occurred while in the field (not related to the manufacturing process).

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from initial reporter via psp, concerns a (B)(6) chinese female patient. Medical history included cirrhosis of the liver; lung was not too good, and peripheral neuropathy caused pain. There was diabetes history at her family; her mother and brother had diabetes. The patient had no relevant concomitant medications. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) cartridge (humalog 50) via reusable pen (humapen luxura burgundy), 14 units at morning, 16 units at noon, and 18 units at evening, subcutaneously, for the treatment of diabetes mellitus, beginning in 2012. On unspecified date, her blood sugar was not controlled well and transaminase levels were increasing (unspecified values and units); and was hospitalized to regulate. No further information regarding hospitalization was provided. In (B)(6) 2015, she was hospitalized for gallstones for three days. During hospitalization she underwent gallstone resection operation. On (B)(6) 2016, she could not inject insulin due to injection pen failure (product complaint (B)(4) batch lot number 1112b02). She did not take oral medicine because of her cirrhosis, and because she did not inject insulin, she could not see clearly. Treatment for events were not provided. The outcome of the events was not provided. Insulin lispro protamine suspension 50%/insulin lispro 50% was continued. The operator of the humapen luxura burgundy and training status were not provided. The general used of humapen luxura burgundy started in (B)(6) 2012, and the suspect humapen luxura burgundy had been used for around three years and two moths. The humapen luxura burgundy was returned, and evaluation was in progress. The reporting consumer did not know if the events blood glucose abnormal, eyes could not see clearly and drug dose omission were related to insulin lispro protamine suspension 50%/insulin lispro 50% treatment or not. The reporting consumer did not provide an assessment of relatedness between the remaining events and insulin lispro protamine suspension 50%/insulin lispro 50% treatment. Edit 15-mar-2016: product complaint number was received on 09-mar-2016. Upon review of complaint database from information of 01-mar-2016, added a suspect reusable device. Updated narrative accordingly. Update 16-mar-2016: additional information from initial reported received on 14-mar-2016 via psp. Added: serious event of gallstones and transaminase increasing; laboratory test of blood glucose and transaminase. It was confirmed that the events of: body was not good and eyes were not comfortable refers to medical conditions of: blood sugar was not controlled and could not see clearly, correspondingly; therefore these events were re-coded as blood glucose abnormal (serious) and visual impairment (non-serious). Updated narrative accordingly. Update 28mar2016. Additional information received 25mar2016 from the product complaint safety database. To the device tab entered the date of manufacture, the device specific safety summary (dsss), updated the european and (B)(6) (EU/(B)(6)) device information, entered the medwatch device information, and the narrative was updated accordingly.